Event description:
It was reported by the surgeon that patient underwent a proximal femur replacement procedure on (B)(6) 2011 and subsequently was revised on (B)(6) 2012 due to an infection.

Manufacturer narrative:
The manufacturing records were reviewed and no non-conformances were identified. The device has not been returned , therefore a visual inspection has not been possible. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular proximal femur implant (k121056).